Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7254368.

Event description:
It was reported that following placement of the trial leads, the patient complained of a new sharp, stabbing pain in the left calf and was unable to bear weight on their own. The physician administered pain medications which eased the pain, however the patient continued to get spikes of discomfort off and on. The physician noted that a nerve could have been irritated while positioning the leads. The patient opted to have the leads removed and remained at the surgery center to be monitored longer as the pain in the left calf was unchanged. The leads were discarded by the medical facility. Upon follow-up, the patient was doing well and had been discharged and sent home with steroids and pain medications.